Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experiencing high blood glucose. Customer's blood glucose level was 530 mg/dl. The customer experienced other blood glucose level 600mg,dl, 480 mg/dl and 585 mg/dl the customer was not treated for high blood manual injection and bolus. The customer reported that the motor error occurred after inserting new battery. The insulin pump will be returned for analysis.